Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised after a fall. The patellar bone was fractured and the patellar component was loose. The patellar component was removed and a poly exchange was done.